Event description:
It was reported that on (B)(6) 2008, percutaneous coronary intervention (pci) was performed on a patient experiencing symptoms of angina. During the procedure the patient was treated with a 3.0x12 mm non-abbott stent in the right coronary artery (rca). On (B)(6) 2008, the patient was treated with two non-abbott stents, a 3.0x16 mm and 2.75x32 mm in the left anterior descending artery (lad). On (B)(6) 2010, the patient underwent a follow-up visit during which there were no abnormalities found in the rca. The left circumflex (lcx) had a 75% stenosis and a 100% total occlusion. The proximal lad was 90% stenosed and the mid lad non-abbott stent had 100% in-stent restenosis (isr). On (B)(6) 2011, the patient was rehospitalized for pci and on (B)(6) 2011 the patient underwent the procedure. Treatment was performed on the in-stent restenosis of the previously placed non-abbott stent in the lad with the implantation of a 2.5x28 mm xience v stent. A 2.75x28 mm xience v stent was implanted proximal to the first xience v stent, without predilatation being performed, and post dilatation of the stents was performed successfully. Plain old balloon angioplasty was performed on the left circumflex and a 3.5x12 mm xience v stent was implanted in the most proximal lad. It was confirmed that the stents had good expansion and blood flow via intravascular ultrasound and angiography.

Manufacturer narrative:
(B)(4). It should be noted that the xience v instructions for use states that this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 3.75mm. The implantation of the stent to treat in-stent restenosis does not appear to have directly caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2011, the patient was discharged from the hospital. Sometime post procedure the physician was notified by a family member that the patient had expired sometime around (B)(6) 2011. The cause of death was sudden cardiac death. No additional information was provided. Stent: xience v3.5 x 12 mm and 2.75 x 28 mm. The 3.5 x 12 mm xience v and the 2.75 x 28 mm xience v are being filed under separate medwatch MFR numbers. There was no reported product deficiency. The reported death and thrombosis are listed in the (B)(6) xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.